Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. All available information was investigated and a conclusive cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the steerable guide catheter (sgc) leak. It was reported that this was mitraclip procedure to treat a functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was prepared for use successfully accordingly to the instruction for use (IFU). The sgc was advanced to the left atrium; however, once the dilator and guide wire were removed, air was visible in the hemostatic valve of the sgc. It seemed there was a leak in the valve. The physician was able to place his finger on the valve and remove the guide. A new sgc was used to complete the procedure successfully. One clip was implanted reducing mr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.